Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis with blood glucose levels as high as 300 mg/dl. Prior to the event, the customer stated that he was at work and was between meals when he began experiencing high blood glucose levels. The customer felt that the insulin pump stopped delivering insulin. The customer ran a prime test, but no insulin came out. The customer was unable to troubleshoot the insulin pump at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.